Event description:
It was reported the patient's right side lead was fractured. The patient indicated it had been fractured since (B) (6), but was unsure how it fractured. The patient noted it was controlling his parkinson's symptoms. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).